Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc needs to be replaced. Upon troubleshooting the fse upgraded the software on the flexivision pc. Hard disk spare part was used for new software upload. After repair activity, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the flexvision pc needs to be replaced. No harm to the patient has been reported to philips. We are conservatively reporting this event at this point of time. A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.